Event description:
Additional information received reported a revision date had not yet been determined.

Event description:
It was reported that the patient felt ¿more of a tweaking/shocking sensation as opposed to normal tingling paresthesia.¿ it was noted that the patient felt the ¿perceived shocking¿ in the pocket site and up their spine. It was noted that this had been going on for ¿about a month¿ prior to report. The patient had no falls or trauma prior to the onset of the ¿perceived problem.¿ it was noted that a month prior to report the patient woke up and felt a shocking sensation which was the first indication of a problem. Impedances on the 4-13 and 5-14 combinations were <(><<)>50 ohms. It was noted that the patient could not tolerate group impedances test due to ¿perceived shocking.¿ the group impedances were not available. The patient was programmed to 8- 9+ prior to troubleshooting programming on the date of report. It was later reported that in the impedance test two combinations were under 50. In response to the question ¿were any malfunctions seen or cause of issue determined¿ the manufacturer representative responded ¿not yet.¿ it was noted that they were planning on revision of pocket to confirm connection. The patient outcome was ¿in process.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received on 2014-05-21 reported that the patient was explanted on (B)(6). There was no product returned.

Manufacturer narrative:
Product ID 3550-39, lot# n208542, implanted: 2009 (B)(6); product type accessory product ID 3 778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the revision had been scheduled for (B)(6) 2014. Additional information was requested but was not available at the date of this report.